Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.

Event description:
Customer reports consecutive protime microcoagulation system inr 4.2 & 2.1 vs unspecified lab system inr 3.6. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.